Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 1627487-2020-01111. It was reported the implant procedure on (B)(6) 2020 was abandoned due to the patient stopped breathing. The physician placed a laryngeal mask airway. The patient was then admitted in ICU for a couple of days and was then admitted to rehab. The patient later passed away.